Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. It was reported that the cassette was not attached. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the reported issue. The device was in overall good physical condition. Functional testing replicated primary problem, caused by faulty downstream occlusion (dso) sensor. The sensor, bezel, and seal were replaced, and the device passed all functional and accuracy testing.

Event description:
It was reported that the cassette was not attached. There was no patient involvement.